Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 5.1 was off bus and diagnostic lights were blinking for drawer 5.1. A field service engineer powered the station off, reseated the row board cable connection, and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 5.2 random cubies failed with error codes. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.